Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to duplicate the reported issue. The fse reported that investigation on the cs300 showed no sign of failures. The fse reviewed the logs and did not find any major failures indicated in the logs. The device operated without any failures. No action taken. The fse then completed full functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. The full name of the event site noted in (B)(6)..

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) was not working. The unit was unable to inflate the balloon and this was the secondary backup used during the incident. The customer did not have any additional information. No error messages were reported. There was no patient harm and no adverse event was reported.